Manufacturer narrative:
The reported event of high impedance/autoreducing was confirmed. Microscopic inspection of the return lead revealed a fracture on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead may have been subjected to.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04750. It was reported the patient had high impedances on both leads resulting in ineffective therapy. Surgical intervention took place in which both leads were explanted and replaced to address the issue. Therapy was restored.